Event description:
Customer reported discrepant low troponin I (tni) result in comparison to the analyzer tni result. On (B)(6) 2014 an (B)(6) year old female was seen due to a fall with head injuries. Results are as follows: triage tni < 0.05. Analyzer tni 0.243. Reference range: triage: normal <0.05; indeterminate 0.05-0.39; cardiac damage >=0.4. Analyzer: the 99th percentile determined to be 0-0.045 ng/ml. The imprecision at 0.045 is approx 10%. The draw time wa the morning of the same day and tests were done about 3 hours later in room temperature on both the triage ana analyzer. The electrocardiogram (EKG) showed no acute processes and atrial fibrillation. Computed tomography (CT) scan showed no hemorrhage, no fracture, microvascular ischemia. Clinical decisions were made based on the analyzer results. The clinical impression was syncope, weakness and the pt was discharged. There was no additional info provided.

Manufacturer narrative:
The customer's complaint of discrepant low tni was not observed during in-house testing of retain lot w57915. The lot met specifications. No sample was returned. Sample interference cannot be ruled out. Unable to determine the root cause of customer's complaint. A review of the MFR record for the lot did not uncover any nonconformities. The product performed as expected during in-house testing.